Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. Visual inspection confirmed that the fixtured slide clamp is missing from the set. The remaining components were in place. No further testing was performed. A batch review was performed on the reported lot with no deviations found. The cause of this missing fixtured slide clamp was that the set was not assembled properly during production. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to corporate product surveillance (cps) regarding a clearlink continu-flo set that was missing the slide clamp. The condition occurred before use. There was no adverse event or patient injury. No additional information is available.